Event description:
As reported, the male patient had an initial left tha on an unknown date. The patient was revised on (B)(6) 2022 due to left hip pain. The hip was dislocated, the femoral head removed, the stem checked and found to be well fixed. Attention turned to the cup. The liner was removed with the help of an osteotome and a bone screw. The cup was checked and found to be well fixed. Bone graft injected behind the cup. A new g2 lipped xle poly was implanted with a new 36 +0 biolox head. The reported event is unrelated to the breakage of device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of pain and the subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Concomitant medical products: 164-03-13 - element-stem, collared w/ha, std offset, sz 13 4446222, 170-36-00 - biolox delta femoral head 36mm od, +0mm 4502453 and 186-01-54 - integrip cc, cluster 54mm, g2 4503194. Correction/removal number: z-1732-2022.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of pain and the subsequent revision cannot be conclusively determined; however, it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.